Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced sepsis (onset date unreported) and subsequently passed away due to an unknown cause. On an unreported date, the pt was treated for sepsis with unknown antibiotics (IV-intravenously). The cause of the sepsis was unknown. The pt was hospitalized for another indication prior to death. It was not reported if the pt was discharged from the hospital prior to death. The cause of this patient¿s death was thought to be heart failure, however, this was not definitive. Pd therapy was ongoing until the time of death. The pt was not connected to a homechoice (hc) cycler at the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.